Event description:
Boston scientific rec'd information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) visited their local hospital following a successful device shock conversion for ventricular fibrillation (vf). The device was interrogated so as to review episode information, at which time a software upgrade was attempted however unsuccessfully due to the observed remaining battery capacity. As a result, the device was explanted. The field alleged no performance anomalies of the device while implanted, stating explant was for normal end of life. The explanted device was returned for post-explant analysis, at which time engineers confirmed a battery anomaly. At the time of explant, another subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted and no adverse patient effects nor device allegations, were rec'd.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. Functional shock testing was conducted, at which time the device was not able to deliver a full energy shock. The device was disassembled and detailed analysis performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers concluded the device was demonstrating behavior consistent with a high current condition, causing internal cell depletion. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011. This device was manufactured prior to implementation of the corrective action.